Manufacturer narrative:
Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. The motor was tested outside the device and passed.no unexpected restart error alarms or motor error alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have received an unexpected restart alarm on an insulin pump that was stored for a period of time. Customer's blood glucose was 400 mg/dl and went down to 101 mg/dl when treated with insulin pump. Customer had symptoms of excessive thirst and fatigue. After troubleshooting, insulin pump would be replaced per customer's request.